Event description:
It was reported that during the procedure, the patient's defibrillator went off. The procedure was discontinued. There were no adverse consequences to the patient and no medical intervention reported. Multiple attempts have been made to obtain additional information from the customer without success.

Event description:
It was reported that during the procedure, the patient's defibrillator went off. The procedure was discontinued. There were no adverse consequences to the patient and no medical intervention reported. Multiple attempts have been made to obtain additional information from the customer without success.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported event could not be confirmed. No problem was found with the device. Based on the warnings listed in the instructions for use regarding use of the device with a pacemaker and the manufacturer risk documentation, it is possible for the radio frequency from the rf multigen to interfere with other medical equipment and cause or contribute to it not working correctly. Based on the information from the sme and as no problem was found with the rf multigen, it could not be determined if the reported event was due to the rf multigen or because of how the defibrillator was responding to the patient.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.